Event description:
It was reported that the surgeon experienced difficulty in surgery when the drill guide bolt seized in the intramedullary nail while installing. Thus the removal of the drill guide from the intramedullary nail could not be accomplished. The surgery time was extended 1 hr and 15 minutes to obtain replacement devices. Surgery was then completed successfully and the pt is doing fine.